Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump touch screen was scratched and unresponsive. Reportedly, the customer went to the emergency room and subsequently hospitalized in the intensive care unit with a blood glucose level of 2000 mg/dl and high ketones that were identified as dangerous by healthcare provider. The customer attempted to treat bg with exercise, water, and a bolus via pump; but was treated with intravenous fluids of saline, insulin, and potassium at the hospital .customer was released on (B)(6) 23 with no permanent damage to customer. Reportedly, the customer continued to use the pump for insulin therapy.